Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # v866966, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v866966, implanted: (B)(6) 2012, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-56, lot # v866966, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v866966, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not getting adequate coverage of stimulation in his pain areas following phase ii of the implant process, the placement of the permanent implantable pulse generator (ipg). It was noted this was due to the leads and possible lead migration. It was noted the leads were repositioned to the area described by the patient as painful. It was reported he had better coverage of stimulation following this revision.

Event description:
It was reported that following permanent implant the patient reported less than optimal coverage of stimulation for relieving pain. It was noted that attempts were made to adjust the programming of the leads without success. It was noted that the patient had his leads replaced on (B)(6) 2012. It was noted that the patient reported good relief of pain after programming was completed on the newly replaced leads.